Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic low anterior resection, after the device was removed from the patient, a nurse tried to remove the second reload from the handle, but it did not return to the neutral position even though blue and silver buttons were pressed. The jaws remained closed and articulated. The reload was removed by force. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available. The patient age is not available. The patient weight is not available. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter and one reload, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload was fully fired. Disassembly of the reload noted that the lockout slider block was damaged. Upon reassembly of the adapter, no visual or functional abnormalities were noted for the adapter or reload. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested due to the damaged adapter components. Replication of the damage seen on the lockout slider block is consistent with a user attempting to fire a single use loading unit (sulu) when one is not fully attached. When the block becomes jammed it can prevent the lockout cam block and sulu load link from returning to its resting state. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.